Event description:
It was reported that (1) device was used during a laparoscopic gyn procedure. It was reported by the affiliate that the 512hn outer gasket tore easily during the procedure. Another instrument was used to complete the case. There was no consequence to the patient.